Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial #:(B)(6). H6 FDA method code(s): b01, b15 h6. FDA results code(s): c19. H6 FDA conclusion code(s): d14 product event summary: two controllers were returned for evaluation. There were no performance allegation reported against the first controller. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of this controller revealed that the controller passed visual inspection and functional testing. Review of the controller log files revealed that this controller was not in use during the reported event date and was likely the patient's back up controller. Failure analysis of the second controller revealed that the controller passed visual inspection. Functional testing of this controller revealed that the no power alarm only sounded for briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during bench testing, which indicated an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal battery was swollen. After the internal battery was replaced, the controller worked as intended. Log file analysis associated with the second controller revealed a controller power up event on (B)(6) 2021 at 01:33:13. No anomalies were recorded leading up to the loss of power. The controller was without power 11 seconds. Log file analysis associated with the second controller also revealed a controller fault alarm logged on (B)(6) 2021 at 02:07:37, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. An internal investigation was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received report# mw5110372. Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. F1 user facility f2 uf/importer report number: mw5110372. F3 user facility name/address: not releasable f4 contact person: (B)(6). Partner f5 phone number: (B)(6). F6 date user facility became aware of the event: f7 type of report: (version 0) f8 date of this report: 14-jun-2022. F9 approximate age of device: f10 event problem codes: 2588: defective device, 2885: battery problem, 3015: protective measures problem, 3191: appropriate term/code not available f11 report sent to FDA: n f12 location where event occurred: f13 report sent to manufacturer: f14 manufacturer name and address MFR. Name: medtronic, plc addl: (B)(6). State: (B)(6). Zip: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient was admitted and stayed in the intensive care unit (ICU) for two days in order to exchange the controller. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted and stayed in the intensive care unit (ICU) for two days in order to exchange the controller.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2005 694965 lead implanted (B)(6) 2005 ddmc3d1 ICD implanted (B)(6) 2018 investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected loss of power and a controller fault alarm due to an depleting internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.